Event description:
A home patient's relative contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain of his automated peritoneal dialysis therapy. Per initial report, the home patient initiated therapy, then connected to the homechoice machine. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient's nurse.